Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on a bd insyte autoguard bc shielded IV catheter failed to function properly, leaving the dirty needle exposed. There was no report of injury or medical interventions.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect of needle retraction failure. Device/batch history record review findings: DHR review was conducted and disclosed the following: lot 7159866; was built on afa line 10 on 13jun2017 through 18jun2017 and packaged on line 9 for the quantity of 363,010ea. Review disclosed no indication of alleged defect as it was noted that there was three non-related qns initiated and there were no related reject activity findings throughout the build of this lot that would impact upon the quality of the product for the defect stated in the pir. Set-up and in process samples (including but not limited to) for damaged component (grip, button, spring, hub), needle retraction by button activation and adhesive overfilled/drip as well as periodic cleaning/alignment of the glue grippers were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Observations and testing could not be performed because units were not received for investigation of this incident. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Confirmation of the defect stated in the pr could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. The root cause of this incident is indeterminate. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.